Event description:
It was reported that patient faced an event where infusion set cannula was slightly bent on (B)(6) 2026 leading to high blood glucose and treated with multiple daily injections.

Manufacturer narrative:
MDR (B)(4) / initial 2 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.